Event description:
N/a.

Manufacturer narrative:
Additional contact information: event site postal code:(B)(6). It was reported that during routine checkup the cs100 intra-aortic balloon pump (iabp) had a screen noise occurred when the power was turned on due to patient use, however there was no adverse event was reported. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. Fse replaced pcb, color video receiver, cable, display to video rcvr bd. Fse then performed full functional and safety tests. All tests passed and returned the dvice to customer for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: pcb, color video receiver rev. D, rept, cable, display to video rcvr bd rev. B, serial number (B)(6). The fat performed a visual inspection and found the parts to be in good condition. The fat installed pcb, color video receiver into cs300 test fixture and tested the part to factory specifications per procedure number (B)(4) and the cs300 service manual part number 0070-00-0689 rev w. No issue found. Installed cable, display to video rcvr bd into cs300 test fixture and tested the part to factory specifications per procedure number (B)(4) and the cs300 service manual part number 0070-00-0689 rev w. No issue found. Fat could not verify the reported failure for any of these parts. Retaining the parts in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Date of event updated : (B)(6) 2023.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit has a defective screen display on rental machine. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.